Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a rear response button cable that was loose in the j1005 connector on the c/a board. The root cause for the loose cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.